Event description:
The customer reported "it was reported anonymously via medwatch that the customer recently purchased cardinal monoject syringes and the or has reported dosing errors (decreased dose/rate) while using theses syringes in their or (medfusion 4000) pumps. "

Manufacturer narrative:
The product should be manual use, not be used in connection with pump. This is unintended use issue, not a product quality issue.